Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was loading using company cartridge and viscoelastic. When the surgeon was injecting the lens into the eye, he felt some resistance. Once the iol was in the patient's eye, surgeon noted that the lens had a crack. Surgeon removed the lens and replaced with another lens. Again resistance was felt and noted that the lens had a crack. Removed this lens and replaced with another lens it was stated that the reason for using the company cartridge was as it was noted on the packaging as the cartridge to use. Procedure was completed on the same day. This report is associated with multiple complaints. This file is 2 of 2. Additional information has been requested and received stating that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and damage was observed to the iol. Lens received in three segments in a sample container. Solution is dried on the iol. There are marks on the haptics. The optic is torn/split-cut dividing the optic in three segments. A segment of the optic edge is missing. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "surgeon noted that lens had crack, in &out". The iol was returned in three segments, which is consistent with lens having been explanted. The product was subject to handling, and the reported damage was highlighted post implantation. We are unable to verify if the product contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.